Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument had an issue. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no material missing/ detached from the portion of the device that enters the patient¿s body.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was visually inspected, and cosmetic damage was found. The component has a broken or detached part in a place that could fall into the patient. The endoscope cable integrated connector (ic) housing showed discoloration. The endoscope was placed through a friction test using a sensing aid to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during the test, and it was confirmed to be stuck. The root cause of this bonding is attributed to the susceptibility of the components to increased friction. .